Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of hospitalized low readings. The customer's blood glucose reading was in the 20s mg/dl and 30s mg/dl. The son stated that his father was in the emergency room. The customer was treated with 100 units of novolog. The customer wore the pump during two cat scans. The customer was assisted with the displacement test. The customer stated that there was no reservoir. The customer will be sent backup syringes. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.